Event description:
Patient had a left total knee replacement and was being transported on a wheelchair when the left leg support became detached. Patients left leg dropped causing her pain, but no serious injury. No treatment was needed; patient is ambulating and continuing treatment as of 4/18/94. The wrong leg support was initially put on wheelchair. The correct leg support was refastened and the wheelchair was put back into service.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: failure to follow instructions, mated with incompatible equipment, modification of device. Conclusion: device failed just prior to use, device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.